Event description:
Customer was hospitalized due to high blood glucose levels. Troubleshooting was performed and pump failed the prime test two times. Md suggested the pump be replaced.

Manufacturer narrative:
Unit passed the functional test, including the seat, rewind and basic occlusion test.